Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. (B)(4).

Event description:
A surgeon reported a patient who is unable to drive at night due to streaks emitted from street and traffic lights following intraocular lens (iol) implant surgery. The iol is well centered and the patient is otherwise happy with her vision. Her residual refractive error is +0.25.